Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported tha the insulin pump alarmed motor error during basal delivery. The blood glucose was 444mg/dl. Troubleshooting was performed. The caller stated that the drive support cap was protruded. The device was not exposed to a high magnetic field. The self test was performed and passed. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.